Event description:
It was reported that the customer experienced intermittent high blood glucose level incidents. The customer had an infection which she noticed only after removing the infusion set. The customer stated that there was tenderness and pus. The customer stated that the infusion sets had been kinked before and that's how they were able to know the reason for high blood glucose, but for the recent episode of high blood glucose the infusion set was not kinked. At the time of the phone call the customer's blood glucose was 124 mg/dl, but, the customer stated, at night the bloods glucose had gone up to approximately 280 mg/dl to 300 mg/dl. The customer declined troubleshooting because, they stated, they knew the insulin pump was not the reason for the elevated high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.